Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and technical services (ts) provided a replacement interval. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and technical services (ts) provided a replacement interval. No adverse patient effects were reported. The device remains in service.